Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a small tear in the system controller black power cable was confirmed via the submitted picture. The system controller, serial (B)(6), was returned and tested under a different event (MFR# 2916596-2024-07452). The provided information stated that they applied rescue tape to the cable. The site believed the damage was superficial and there were no alarms associated with the damage. The submitted picture shows slight damage under the taped power cable. It is unclear if there was any damage to the underlying wires. The returned controller was investigated, and the tape was removed. A small slice was noted in the cable without damage to the underlying wires. It is unclear how the damage progressed from when it was still reported to when the controller was returned. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a small tear in the black controller cable and rescue tape was applied. The tape was still intact. The site believed that the damage was superficial. There was a driveline disconnect alarm on (B)(6) 2024, but it was unclear what prompted that alarm. The controller was exchanged. Related manufacturer¿s reference number: 2916596-2024-07452 (driveline disconnect alarm leading to controller exchange).